Manufacturer narrative:
Continuation of d10: product ID 3889-28 lot# va09c5d serial# implanted: (B)(6) 2014. Explanted: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 3889-28, serial/lot #:(B)(6) , ubd: 20-may-2017, UDI#: (B)(4) b3: date is year valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastr ointestinal/pelvic floor therapy. It was reported that a small piece of a lead broke off when they put the new one in 5 years ago. They did a complete scan and 3 x-rays this morning. When they got out of the operation, they told the patient a piece of the lead was left in there because it broke when they was trying to pull it out. The issue occurred when they did the replacement of the new implant in (B)(6) 2020. The patient was redirected to their healthcare provider (hcp) to further address the issue.